Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar, with the distal shaft and tip missing. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that there was ¿twisting stress¿ added to the device during the procedure and the guidezilla dfu (90961386) includes the following warning: "this is a non-torqueable device." (B)(4).

Event description:
It was reported that collar detachment occurred. The 90% target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla¿ guide extension catheter was used after an unspecified guide catheter had difficulty engaging the vessel. The physician attempted to engage the vessel by extending the guidezilla¿ about 5 mm from the distal tip of the guide catheter. It was noted that ¿twisting stress¿ was added to the device while engaging. When the guide catheter was able to engage to the vessel, this device was removed. After the device was removed from the patient, the physician used this device again with a non-bsc coronary embolic protection filter. Then, it was noted that the collar part was already detached. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that collar detachment occurred. The 90% target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla¿ guide extension catheter was used after an unspecified guide catheter had difficulty engaging the vessel. The physician attempted to engage the vessel by extending the guidezilla¿ about 5 mm from the distal tip of the guide catheter. It was noted that ¿twisting stress¿ was added to the device while engaging. When the guide catheter was able to engage to the vessel, this device was removed. After the device was removed from the patient, the physician used this device again with a non-bsc coronary embolic protection filter. Then, it was noted that the collar part was already detached. No patient complications were reported and the patient's condition was good.